Event description:
It was reported that the patient presented to the emergency room with syncope. Upon device interrogation, the right ventricular (RV) lead exhibited elevated pacing impedance and decreased sensing, which resulted in under sensing and intermittent capture at high outputs and pulse widths. The RV lead was capped and replaced on (b)(6) 2026. The patient remained in stable condition.